Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The pump and pressure regulating balloon (prb) were removed and replaced with new components. No information about the patient's outcome was provided. Additional information received. The patient presented recurring incontinence. No malfunction with the device was reported.